Manufacturer narrative:
No conclusion code was available. Final analysis found the pulse generator was in backup vvi mode when received. Device was cut open and high current drain isolated to the hybrid was noted. The cause of high current drain could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing fatigue presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device also exhibited loss of telemetry. The device was explanted and replaced. The patient's condition remained unchanged after the procedure.